Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification - unknown. Manufacture date - unknown. The product identification necessary to review manufacturing history was not provided.

Event description:
It was reported that patient underwent an open reduction internal fixation retrograde femur nailing procedure on (B)(6) 2012 utilizing a femoral connecting bolt. As the surgeon malleted the inserter, the bolt fractured off in the nail and was retained by the patient.